Event description:
It was reported that during the reprogramming session there were high impedances found on 11 contacts of one of the leads wherein causing the patient to experience inadequate pain relief. Reprogramming was unsuccessful and the patient underwent a revision procedure to replace the lead, however the physician assessed there was too much scar tissue present in the epidural space and was unable to replace the explanted lead. The patient was noted to be doing well following the procedure. The lead was retained by facility and was not returned.

Event description:
It was reported that during the reprogramming session there were high impedances found on 11 contacts of one of the leads wherein causing the patient to experience inadequate pain relief. Reprogramming was unsuccessful and the patient underwent a revision procedure to replace the lead, however the physician assessed there was too much scar tissue present in the epidural space and was unable to replace the explanted lead. The patient was noted to be doing well following the procedure. The lead was retained by facility and was not returned. Boston scientific subsequently received information indicating that there was a second lead that was explanted on the same date of the one previously reported due to high impedances causing inadequate pain relief. This second lead was also discarded at the facility and will not be returned.

Manufacturer narrative:
Correction to block h6: updated patient code. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5132903.